Event description:
It was reported that the patient had a lot of complications after having prodisc surgery. The patient was implanted in (B)(6) 2012 with a prodisc-l at level l5/s1. The patient started experiencing pain within 30 days of the surgery. The patient underwent a second surgery in (B)(6) 2013 and stated that the prodisc was identified as the cause of the problem. During the surgery, the prodisc-l was not explanted. Rather, the patient was fused around the prodisc-l with rods, pins, and a spring-mesh wave. The patient stated that he is currently on house rest. The patient stated that the doctor told him they aren¿t sure if a third surgery would help alleviate any of the pain. The patient reported that he is still experiencing the same pain that he started experiencing within 30 days of the initial surgery. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown inferior endplate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown inferior endplate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate pdl implant/unknown lot number. Implant date: (B)(6) 2012 implanted with a prodisc-l at level l5/s1. Explant date: not explanted during the second surgery in (B)(6) 2013. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.